Event description:
Customer states that they receive a "generator error - charger fail" message during a case. Rebooting did not clear the issue so another unit had to be used to complete the case. No pt injury was reported.